Manufacturer narrative:
The customer¿s report of separation at the tubing connector was confirmed. Visual inspection noted the set was in two parts with the microbore tubing separated from the joint of the tubing to tubing connector. Examination under magnification noted an insufficient amount of solvent. Functional testing was not performed due to separation of the set. The root cause was identified as an insufficient amount of solvent having been applied to the tubing during the assembly process.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The information received suggests a separation occurred near the y connector during a morphine infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.